Event description:
Thorocotomy pt had epidural placed at time of surgery. The pt was in ICU, vented. The pt became apneic, hypotensive, and bradycardic. The pt was pain free and epidural turned off. Pulmonary work up was done and found to be negative for pulmonary emboli or pneumothorax. The next day, anesthesia aspirated fluid from epidural that tested glucose positive. The epidural was in the spinal fluid sac and was removed.